Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) channel. Technical services (ts) suspected that fusion with intrinsic heartbeats occurred, as the following beats showed capture. In addition, an increase in the pacing thresholds was notice. Therefore, further testing was recommended. No adverse patient effects were reported. This pacemaker remains in service.